Event description:
Device 1 of 2. Reference MFR report #: 1627487-2014-23388. It was reported that the patient is experiencing pain at the ipg and lead sites. The patient also reported that she never received effective pain relief. The patient is to consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.